Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
It has been identified that this record, mrn: 9617229-2024-04834, is a duplicate of mrn: 9617229-2023-19091. Please see mrn: 9617229-2023-19091 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.